Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise. The patient experienced dizzy spells due to the noise inhibiting pacing. The lead had fractured and was capped and replaced.